Event description:
My insulet omnipod pdm ("pdm") malfunctioned during a bolus. In doing so, the pdm reset itself which means all the settings for bolus and basal calculations were completely wiped out. As such, I had to scramble to figure out the settings and reprogram the pdm, so my blood sugar wouldn't go to dangerously high or low levels. Upon contacting the pharmaceutical company, I received little to no help. In wasting precious minutes on the helpline with the pharmaceutical company, I realized they weren't going to be able to provide any meaningful assistance so I had to reach out to my doctor for emergency guidance on how to handle the situation. FDA safety report ID# (B)(4).